Event description:
A 6f angio-seal sts device was used to seal the arteriotomy site post percutaneous cardiac interventional procedure. A pre-deployment femoral angiogram documented the right femoral artery was acceptable for using the angio-seal. The pt was transported to the observation area. Sometime later the pt deteriorated and under general anesthesia, under went surgical exploration of the right groin with repair to the right femoral artery. The dr discovered a moderate retroperitoneal hematoma from a single puncture located anteriorly at the junction of a small branch vessel that fed the medial pelvis. The site was repaired with a single pursestring 5-0 prolene suture. Estimated blood loss was 50 milliliters. The pt recovered.